Manufacturer narrative:
Product event summary: analysis found that the device arrived incomplete. The device was opened and all screws and attachments were missing. Functional testing passed. The battery contacts were visibly contaminated and the lower case was cracked near the atrial connector. As a result, the device was cleaned, the lower case was replaced, screws, covers and attachments were added and the battery contacts were inspected and visible signs of contamination were removed. The device then passed all testing.

Event description:
It was reported that the external pulse generator (epg) was returned for routine service. The device was analyzed and tested out of specification. There was no patient involvement.